Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging an unspecified "error 2" issue with a one touch ultra meter. The patient manages her diabetes with pill and exercise and/or diet. The patient indicated that the alleged issue started on (B) (6) 2010 at 8:00 am. Four hours after the alleged issue began, the patient claimed that she developed symptoms of sweating and feeling dazed. On (B) (6) 2010, at 9:35 am, the patient claimed that she received treatment during a doctor's visit. The patient was reportedly treated with 10 mg of "glucofash." The patient denied, however, that her blood glucose was tested on another device during the time of concern. Through troubleshooting, the customer service representative (csr) noted that the patient was not using correct test strips for use with the reported meter. The patient did not have correct test strips for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury 4 hours after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate it/them and inform FDA of products that do not pass inspection in a supplemental report.